Manufacturer narrative:
Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. (B)(4).

Event description:
It was reported that the customer's insulin pump had a chunk of the battery compartment missing. Customer's blood glucose level at the time 165 mg/dl. Advised to discontinue use of the insulin pump. No additional info was provided.